Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that the nurse took the battery out, and the basals, bolus wizard, and the settings were not erased, but the time and date were gone. The customer stated that the paramedics were called and then he was taken to the hospital. The customer stated that his admission was caused by a medical issue that prevents food from being absorbed causing extreme low glucose. The customer believes that his hospitalization was not related to the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.